Event description:
It was reported that pump displayed malfunction alarm with code and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.